Event description:
During a cesarean section, on 8/21/96, of a high risk ob with known hepatitis c and b antigens, the surgeon experienced strikethrough "midway through the chest and at the side". Reported that the surgeon "used 2 gowns out of the cesarean section pack. The blood seeped through to his underwear."